Event description:
Event description cpi received information that a patient's entire lead system, two large patch leads (l67), along with two sutureless myocardial leads (4312) were removed from service because of a rate/sensing issue. The lead system was replaced with an endotak transvenous lead. (0072).